Event description:
It was reported that the electrode was picking up noise in the pace/sense component. The pace/sense portion of the lead was capped, and the hv portion remains in use. No patient complications have been reported as a result of this event.